Event description:
It was reported that the blower of the carina ventilator stopped during use. There was no patient injury reported.

Manufacturer narrative:
The investigation was based on the description of event only as no further information nor a log file nor affected parts were made available on request. There was no dräger service involved. As per description of event there was a blower malfunction on the reported date of event. Such a blower malfunction can have several root causes. In the current event it was not possible to investigate the event including the root cause more in detail as no specific information was made available by customer. If an unacceptable deviation occurs between the measured blower speed and the setpoint, the carina switches to patient safe mode, i.e. Ventilation is stopped and the high-priority alarm "device malfunction !!!" Is generated. In this case, the emergency breathing valve allows the patient to breathe spontaneously. Ventilation of the patient with an independent ventilator may be required. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for investigation.